Event description:
Allegedly, patient's bladder wall was injured during a bladder tumor resection procedure; however, we were not able to get confirmation of this. Procedure was completed. Mfg 9610617-2013-00014.